Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138098.

Event description:
It was reported that the patient experienced decreased therapy following weight loss, multiple falls, and physical altercations with their spouse. Further investigation revealed the lead was fractured with high impedances on all contacts. As a result, the patient's lead was replaced via surgical intervention on (B)(6) 2024. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.